Event description:
Rptr alleged obtaining discrepant back to back blood glucose results of hi (greater than 600 mg/dl) 354 mg/dl, 302 mg/dl and 127 mg/dl when all tests were performed within 10 mins on the active s system. Rptr indicated that he took 4 extra units of insulin on top of his normal dose. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.